Event description:
The hospital reported that during the endoscopic vein harvesting procedure, blood leaked inside the dissection tip. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the nose cone tip and the juicer body were securely attached together. Some blood residue was present on the nose cone tip to the juicer body junction. Residual adhesive was present at the components joint; however, the adhesive present between the two surfaces did not form a complete ring around joint. There should be a complete ring of adhesive around joint with no gaps. A scope was attached to the dissection tip and then submerged in water. After several minutes of water submersion, no water leaked into the nose cone tip. The complaint was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.